Manufacturer narrative:
Complaint investigation underway and will be attached to this report

Event description:
It was reported that during a tcar procedure, while inserting the enroute 0.014" wire, a dissection was noticed on the common carotid artery while attempting to cross the lesion. This event led to the physician placing an additional stent to resolve the dissection flap. The procedure was completed successfully, and the patient awoke neuro intact.

Manufacturer narrative:
Complain investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, while inserting the enroute 0.014" wire, a dissection was noticed on the common carotid artery while attempting to cross the lesion. This event led to the physician placing an additional stent to resolve the dissection flap. The procedure was completed successfully, and the patient awoke neuro intact.